Event description:
Event became reportable based on investigation approved on 11/20/06. It was reported that during a ptca procedure, the patriot guidewire unraveled. A trooper extra support guidewire was used with the patriot guidewire. The lesion being treated was at a bifurcation of the 1st diagonal branch (d1). Pre-dilation was performed. Crossing difficulties were reported with the balloon catheter. The customer stated that the lesion was "difficult". The patriot guidewire unraveled from the tip downward to approx 4 cm inside of the pt. The entire patriot guidewire was removed without incident. No pt injuries or complications were reported. Pt status is reported "fine".

Manufacturer narrative:
Returned product analysis reveals a fracture of the core wire 1.15 cm from the distal tip in the proximal transition from the ground round wire to the flattened distal segment; the coiling wire is cut into two segments, both being extensively stretched to an indeterminate length. The core wire fractured presents indications of cyclic bend loading under tension consistent with entering into a prolapse condition due to tortuosity or obstruction. The stretched condition of the coil suggests that the distal region of the specimen was constrained during the clinical attempt. The evidence presented by the wire and the supporting documentation suggests clinical factors may have impacted the reported complaint. Since the lot number is unk, we are unable to review the device history records relative to the mfg. Inspecting and packaging of this product. The root cause of the event is unk.